Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was bleeding at the incision site, the patient "feel funny", and the patient has had hallucinations. The patient's family member believed this was due to prialt. The patient was also on oral pain medications because his pain was 9/10. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ catheter; product ID 8591-38, lot# d20366, product typ accessory. (B)(4).